Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The functional testing could not be performed due to the alarm. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, a cracked belt clip slot, a stained end cap sticker and cracked battery tube threads.

Event description:
It was reported that the customer had a blood glucose of 48 mg/dl. The low blood glucose was treated with juice. The insulin pump alarmed an a-33 error during the manual prime process. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).